Event description:
It was reported that one day post implant, noise/oversensing was observed. The oversensing could not be reproduced by pocket manipulation. Possible blood ingress into the header was cleaned but the noise persisted. The device were replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.